Event description:
It was reported that the pt experiences discomfort while testing is performed and she has extremely limited dynamic range on all electrode channels. She has never achieved speech understanding with her implant. A re-implantation is planned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.